Manufacturer narrative:
Describe event or problem and if implanted, give date updated. (B)(4).

Event description:
It was further reported that the 32x3.50 promus premier stent was implanted. The procedure was completed with a 4.0x12mm promus premier drug eluting stent.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the proximal left anterior descending artery. A 32x3.50 promus premier drug-eluting stent was deployed to treat the lesion. However, during the common core post dilatation of the left common artery, it was noticed that there was a longitudinal shortening of the stent. No patient complications were reported.